Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a display issue on "his" coaguchek xs meter with serial number (B)(4). The customer was having trouble making out the "numbers" on "his" meter. The customer changed the batteries but the problem was not solved. Upon completion of a display check, segments were missing from the results field. There was no allegation that an adverse event occurred. The meter was requested for investigation.

Manufacturer narrative:
The customer¿s meter was returned for investigation. Upon investigation of the returned meter, an issue in the circuit board or an electronic component of the circuit board was found.